Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Additionally it was reported that the pump battery will not hold a charge. The customer declined assistance regarding the issues. There was no reported adverse effect to the customer¿s blood glucose level.